Manufacturer narrative:
The insulin pump had alarmed motor error during basic occlusion test due to loose motor support disk. Analysis was unable to verify compromised force sensor system alarms due to motor error alarms.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.